Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger; product ID 97754, serial # (B)(4), product type recharger.

Event description:
A manufacturer's representative (rep) reported being unable to sync a patients programmer with the patient's implantable neurostimulator (ins). The rep had met with the patient because the patient was unable to charge the ins. Attempting to interrogate with the clinician programmer was also unsuccessful. The rep used the antenna locate feature on the recharger, and got a maximal value of 56. The rep attempted a physician mode recharge, but was still unable to interrogate the device. The rep stated the ins is superficial, and does not move in pocket. The rep also thought that the recharger was blinking more than usual when trying to connect to the battery. It was reviewed that there may be an issue with the antenna, and the rep stated that the recharger seemed to be working fine. The rep did not suspect overdischarge, and planned to wait for the new antenna before troubleshooting further. No symptoms were reported. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.